Event description:
It was reported that balloon rupture occurred. The patient presented with in-stent restenosis and underwent percutaneous transluminal coronary angioplasty. Vascular access was obtained via radial artery. The 15x2.5, eccentric, de novo target lesion containing a <=45 degrees bend was located in the moderately calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilation. However, during inflation at 10 bars, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.